Event description:
This is report 2 of 3 for the same event. It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgery on a canine, it was observed that the sagittal saw attachment device would not turn while in use together with the small battery drive device and oscillating saw attachment device. There was a three minute delay in the surgical procedure. An identical spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred on (B)(6) 2015; however, the exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was frozen and did not engage when power was applied. Therefore, the reported condition was confirmed. It was noted that the positioning ring was damaged and internal components were corroded. The assignable root cause was determined to be due to improper handling and immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.